Manufacturer narrative:
Product ID: neu_unknown_ext, serial# unknown, product type: extension. Product ID: neu_ ins_stimulator, serial# unknown, product type: implantable neurostimulator. (B)(4).

Event description:
A health care provider (hcp) reported via a manufacturing representative that the lead was damaged by the lead end cap. When the cap was removed during the stage two procedure to make the connection to the extension, damaged to the distal contact three was observed. The lead was able to be inserted into the extension block, but the third contact was damaged. The manufacturing representative stated the lead was barely able to be straightened enough to be inserted into the extension. High impedances were measured on the damaged contact. The damaged contact had stretched wires and damaged insulation. The issue was not resolved at the time of this report.